Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nf770r - bipolar cup handle f/trial heads str. According to the complaint description, the threaded pin broke off during the first non-sterile screwing into the sample duo head. There was no described patient harm. Additional information was not provided nor available / was not available. The malfunction is filed under aag reference (B)(4).

Event description:
The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Corrected information block g4. Manufacturer evaluation: the complaint devices were returned to the manufacturer for evaluation. A visual examination was performed on one (1) threaded insert returned for examination. The bore holes of both instruments (placeholder for the threaded insert) showed little to no solder residue. Furthermore, the threaded insert showed no traces of solder in the place provided for this purpose. The laser weld also showed deficits. Both instruments and one threaded insert were given to the production department for closer examination. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. Based on the visual inspection of the complaint device, the root cause for the threaded insert having loosened from the rod was due to insufficient cold soldering.